Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, an o-ring from a previous cartridge was stuck on the pneumatic tap. Customer acknowledged that the cartridge was not fitting onto the pump due to the o-ring being stuck on the pump. There was no impact to blood glucose. The cartridge was successfully loaded to address the event.